Event description:
Boston scientific received information that this patient experienced syncope. There is no further information available at this time. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.